Event description:
A customer reported obtaining unexpected abo mistype on galileo echo instrument.

Manufacturer narrative:
Remote electronic instrument access was not available for use by immucor technical support. Customer faxed a copy of the printed results report to immucor technical support so that the sample identity and reagent lots could be reviewed and documented.